Event description:
A company representative reported that a patient underwent revision surgery to address six migrated everest set screws. This event will be reportable to the FDA as a serious injury. This report captures the first of six everest set screws.

Event description:
A company representative reported that a patient underwent revision surgery to address two migrated everest set screws. This event will be reportable to the FDA as a serious injury. This report captures the first of two everest set screws.